Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that the robot was not turning on. Tse confirmed that the robot was not completing the boot up blue power button was still spinning. A hard power-cycled system swapped out the blue optical cable to the robot, with no change. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse attempted to troubleshoot the patient side cart (psc) but was unable to establish any response or connection. The system would not connect, and a standalone attempt was also unsuccessful. Fse contacted the technical support engineer (tse) for further guidance and confirmed that the psc will not connect without a new common compute controller (ccc) board. Fse successfully replaced the psc ccc board. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psc ccc was analyzed and the following was found: in via lighthouse log reviews, error 170 was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The ccc was installed into the psc golden system, which triggered the reported error. And unit could not turn on, error 170. During bench testing, it was found that the ccc did not fully boot up. Using lt power play, the ccc pols were checked, and it was observed that the p1.8v rail was low. This was further verified with a dmm, confirming that the p1.8v measured low at test point tp106. Investigation revealed that the p1.8v output of u46b/c was shorted to ground. The complaint was confirmed based on failure analysis. Probable root cause may be attributed to a problem in electrical and fiberoptics defects in the psc ccc. This issue can be resolved by replacing the psc ccc.